Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5141750/5141934.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patent underwent a system explant procedure. The explanted devices will not be returned.